Manufacturer narrative:
The reported events of intermittent capture and no magnet response were confirmed. The device was received in backup mode and telemetry communication was unstable. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feed through leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. Corrective actions have been taken to address the issue.

Event description:
New information received notes that the patient was stable throughout the intervention process.

Manufacturer narrative:
Correction: h10: field should contain the following conclusion summary: the reported events of intermittent capture and no magnet response were confirmed. The device was received in backup mode and telemetry communication was unstable. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels.. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Correction: h9: prior report should contain the fsca number: z-1530-2021.

Manufacturer narrative:
This device is subject to the 2021 assurity and endurity pacemaker safety notification.

Event description:
It was reported that the advisory pacemaker could not be interrogated, and intermittent loss of capture was observed on the implantable cardioverter defibrillator (ICD). Multiple attempts to communicate with the pacemaker were unsuccessful. There was no magnet response. The pacemaker was explanted and replaced. Further information was requested but not available.